Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that on (B)(6) 2025, the colonovideoscope tested positive for 1-10 colony forming units (cfus) of light growth of enteric flora, citrobacter freundii, pseudomonas aeruginosa, and klebsiella oxytoc. The device was retested on (B)(6) 2025, and it tested negative/ no growth were found. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The following is the result of culture test by the third-party labs, provided by the customer. (Refer to files.) Sampling date:(B)(6) 2025. Sampling from:-. Cfu:1 - 10 cfu. Bacterial identification: light growth of enteric flora, citrobacter freundii. Sampling date:(B)(6) 2025. Result was no growth of bacteria was found. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.